Event description:
Caller states pt reportedly received results of 32.7 mmol/l and 14.4 mmol/l within 10 mins on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This event occurred in another country.